Manufacturer narrative:
The lead and device remain in service. Technical services reviewed the x-rays and agreed the lead had been dislocated and was now in an appropriate location. The field representative confirmed that no surgical intervention had been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported receiving shocks from the device. At the device check, normal lead measurements were observed. Review of the episodes showed noise that appeared to be sensed atrial fibrillation (af). There was no indication of the rv lead being dislodged into the atrium. Technical services discussed seal plug damage as a potential cause for the noise. The episodes showed undersensing and ineffective pacing (loss of capture) on the rv lead. X-rays were performed. When the field representative reviewed several sets of x-rays, it appeared as though the lead had dislocated and then returned to another location. It was suspected the lead had possibly penetrated the heart wall and then moved free only to settle once again. The patient underwent holter monitoring and no further evidence of ineffective pacing or loss of capture was observed. The physician performed the basic troubleshooting again and no issues were found. The patient was discharged with plans for a next follow-up in three months or if shock therapy is delivered. No adverse patient effects were reported.